Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented pacilitaxel set leaked at the top seal of the filter. The leak was discovered during use in oncology. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d4: expiration date and d4: unique identifier (UDI) # additional information: h4, h6, h11. H4: the lot was manufactured on an unknown date in september 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.